Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dark. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was dark. The remote service engineer (rse) advised that 1st generation light crystal display (lcd) required a replacement. The rse discussed upgrading the 1st generation user interface (ui) assembly or purchasing a 2nd generation ui assembly. The rse provided the customer with the part number for the 1st generation ui assembly. The investigation is ongoing.

Manufacturer narrative:
The customer upgraded to a 2nd generation user interface (ui) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.